Event description:
It was reported that this moses pulse exhibited errors 58, 171 ,150 and 180 and the laser shut down completely. The procedure could not be completed due to this event. This event is being reported for a cancelled procedure with patient sedation status unknown.